Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient's mother reported that the patient experienced elevated blood glucose levels (greater than 600 mg/dl), with ketones and nausea. She reported that the patient's blood glucose had been approximately 200mg/dl and about 2 hours later had risen to 600 mg/dl. The patient's mother treated with insulin injections and changed the patient's infusion site.